Event description:
It was reported that during an artery procedure, the device cut but did not staple. There was minimal bleeding and a blood transfusion was not necessary. The case was completed using sutures. There was no adverse pt consequence.